Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while using the distractor gun the surgeon heard a snap and noticed that the device had fractured and was no longer usable.